Event description:
Caller is questioning why device is eri as of (B)(6) 2022. She states eri showed up on (B)(6) 2023 cl transmission. Estimated remaining longevity had been 24 months on (B)(6) 2022 cl transmission and 17 months on (B)(6) 2022 cle transmission. Reviewed (B)(6) 2023 cle transmission with the caller. Per vcm trend report rv threshold had been 2?>2.5v at .40ms dating all the way back to (B)(6) 2021. Discussed that just before eri (per vcm trend) the output was adapted to 5v at 1.0ms due to threshold >2.5v at .40ms. Discussed how output has been high for a long time and increasing the pulse width to 1.0ms from .40ms week of (B)(6) 2022 caused increase in current drain and eri. I offered to look into further by looking at a save to disk and she declined (she had not realized the output was so high). She just wanted to make sure eri was appropriate. I reviewed (B)(6) 2022 cle transmission. Rv output 5v at .40ms, programmed mode mvp, but operating in dddr (vp since (B)(6) 2022 was 32.6%). (B)(6) 2022 cl transmission rv output 4v at .40ms, operating in aair mode and vp was 22% since (B)(6) 2018. Increase in vp (operating in dddr mode) and increase in output to 5v at 1.0ms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).